Event description:
Patient reported left side rupture.

Event description:
Patient reported unknown side rupture. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. The device remains implanted.

Event description:
Patient reported left side rupture. Device has been explanted, unknown if replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis. Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.